Event description:
Patient reported right side "rupture", "lymph node adenopathy" and "silicone granuloma." Fibrocystic changes". Patient also reported fibrocystic changes". This event is not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, granuloma, lymphadenopathy.